Event description:
Edwards received notification that this valve model: 6900p29, implanted in the mitral position, was explanted after an implant duration of one (1) month and 14 days due to paravalvular leak. As reported, after the procedure patient did well for approximately six (6) weeks. The mitral perivalvular leak was small, 1+ at most, which the physician did not consider to be of any hemodynamic significance. However, the patient re-presented with severe mitral regurgitation, which was related to paravalvular leak. During same surgery the patient also received a 28 mm ce rigid ring in the tricuspid position.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (serial number, expiration date), d7a, h3, h4, h5, h6 (type of investigation, investigation conclusions), h8 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected sections b5, h6 (health effect - clinical code).

Manufacturer narrative:
Additional manufacturer narrative: aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Technique-related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Under sizing can lead to a gap between the annulus and sewing ring since the valve implanted is too small in relation to the annulus. The use of pledgeted sutures during aortic valve replacement was thought to decrease the incidence of pvl. However, recent studies have concluded that non-pledgeted suture techniques offer an equivalent alternative to the traditional use of pledgets during aortic valve replacement, with no increase in pvl rates. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. There was no reported malfunction of the device. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to the reported issue. The subject device has not been returned for evaluation. If returned, an evaluation of the subject device will be performed and a supplemental report will be submitted. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this valve model 6900p29 implanted in the mitral position was explanted after an implant duration of 1 month and 14 days due to paravalvular leak. As reported, after the procedure patient did well for approximately 6 weeks but then represented with severe mitral regurgitation which was related to paravalvular leak. During same surgery the patient also received a 28 mm ce rigid ring in the tricuspid position. This event was learned through investigation of complaint (B)(4). (B)(4) opened to capture the viv's on 03-feb-2021. (B)(4) ppm implanted on (B)(6) 2021.